Event description:
Healthcare professional reported via sales representative "the issue was that I couldn¿t get the implant out of the packaging. When trying to remove the bowl, it was stuck. The bowl was folding over on itself, but still stuck, and then creased the implant, leaving a mark. I did not feel comfortable using this implant, as it may have been damaged." When doctor went to open this implant today and it is damaged. It has bubbles inside of it. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device packaging failed during attempt to remove device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: bubbles: not observed bubbles in the gel. Tyvek or thermoform sticking: observed delamination of inner and outer lid. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported trough sales representative "the issue was that I couldn¿t get the implant out of the packaging. When trying to remove the bowl, it was stuck. The bowl was folding over on itself, but still stuck, and then creased the implant, leaving a mark. I did not feel comfortable using this implant, as it may have been damaged." When doctor went to open this implant today and it is damaged. It has bubbles inside of it. Device was not implanted.